Event description:
The dealer states that the frame is bent. The dealer states that the space between the clothing guards is different.

Manufacturer narrative:
Returned for credit. Should additional information become available a supplemental record will be filed.